Manufacturer narrative:
Please note that this is a correction to a complaint previously submitted in our previous quality system under (B)(4) and MFR. # 3008443827-2016-00010. Addendum: communication was sent to further clarify the product quantity. Additional information received indicates that the previously reported  one hundred eleven (111) devices could not, in fact, have been more than  fourteen (14) devices as this is how many were shipped to the account in the previous two years, and the physician, on average, used approximately ten (10) devices per year in the previous three years (total of  thirty-one/31 devices).   A report was received that a physician had complained about the accuracy of the placement of the 80 cm 5 x 120 mm smart flex vascular stent delivery systems (sds). This physician opted to remove one hundred and eleven (111) of these devices from the hospital shelves. There were no reported patient injuries associated with these events. The products were discarded and are not available for return to the manufacturer. Additional information received indicates that the previously reported 111 devices are an estimate by the affiliate based on their overall perception. They further noted that the customer has no or zero devices on the shelf. Additional information received indicates that the previously reported 111 devices could not, in fact, have been more than 14 devices as this is how many were shipped to the account in the previous two years, and the physician, on average, used approximately 10 devices per year in the previous three years (total of 31 devices).   The products were not returned for analysis. A review of the manufacturing records could not be conducted without lot numbers.   Without the return of the devices for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the instructions for use (IFU) these devices are intended as a treatment for atherosclerotic superficial femoral and proximal popliteal artery lesions. Users are instructed to carefully inspect the product pouch and device prior to use. If it is suspected that the device has been damaged, users are to not use the device. Stent deployment must be performed under fluoroscopic guidance. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported events. Without a lot number to conduct a device history record review, it is not possible to determine if the reported event was related to the manufacturing process. A risk assessment has been initiated to address this type of issue. Please note that this is the initial/final report for this product.

Event description:
As reported, the physician complained of the accuracy of the 80 cm. Smart flex 5 x 120 self-expanding stents. The physician decided to take one hundred and eleven (111) devices off of the shelf as older products from competitors are more accurate for placement and also because of their more accurate release system. There was no reported patient injury. The products were discarded and are not being returned for inspection. No additional information is available. Additional information received indicates that the previously reported 111 devices are an estimate by the affiliate based on their overall perception. They further noted that the customer has no or zero devices on the shelf. Addendum: communication was sent to further clarify the product quantity. Additional information received indicates that the previously reported  one hundred eleven (111) devices could not, in fact, have been more than  fourteen (14) devices as this is how many were shipped to the account in the previous two years, and the physician, on average, used approximately ten (10) devices per year in the previous three years (total of  thirty-one/31 devices).